Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was eroding through the skin. The pump had eroded through the scrotal wall. The ipp was explanted, the physician performed a washout, and the device was replaced with a tactra. There were no additional patient complications.